Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-01058.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.